Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to dislodgement. Reportedly, when the new lv lead was connected to the cardiac resynchronization therapy defibrillator (crt-d), noise was noted on the electrogram (egm), however, no noise was noted when the lead was tested using the pacing system analyzer (psa). Subsequently, the crt-d was explanted due to lead to header connection issue and noise. Reportedly, the noise occurred intermittently when running the vector guide testing and also appeared when nothing was being tested. The cause of the noise was not conclusively determined. The crt-d was replaced for a device of the same model in the same surgical intervention and the issue was resolved. The implanted lv lead remains in service. No additional adverse patient effects.